Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a touchscreen issue. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the exterior of this gui did not reveal any signs of damage or contamination. The visual inspection did reveal that the blue end cap was missing, there are multiple loose screws, and the blue end cap screws are missing. The user interface assembly (gui) was attached to an fi test ventilator. The ventilator was booted into diagnostic mode and a touchscreen calibration was performed. No errors were detected nor vertical lines produced. The ventilator was booted into normal ventilation mode and delivered breaths. The fi test ventilator¿s power was cycled on and off 15 times without producing any failures. The touchscreen was exercised by entering different menus and changing the settings and no errors were produced. The fi test vent was booted back into the diagnostic mode. The touchscreen calibration was verified and passed and controls testing was performed and passed. This customer returned gui assembly was disassembled and a visual inspection of the interior was performed. No damage or contamination was revealed, all wiring and connectors were routed correctly and secure. The customer returned gui was allowed to run for approximately 2 hours and no errors were generated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned gui assembly was tested with no errors identified.